Event description:
Endo stitch was being used during a laparoscopic hysterectomy. During the cuff closure, an endo stitch needle was lost during removal at the trocar and had obviously become detached from the instrument. Needle was not located during search of abdomen or external sterile field. Staff had concerns that the needle would not show on an x-ray due to the size of the needle.